Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ lists bleeding as a potential adverse event that may be associated with the use of the heartmate 3 lvas. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿ (under ¿anticoagulation), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Low flow events could not be confirmed through the analysis of the submitted log files; however, the account communicated that the events were associated with low blood pressure. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of gastrointestinal (gi) bleeding could not be established through this evaluation. The submitted log files were unremarkable. Although no low flow events were observed, it is possible that these events were overwritten by newer data. The pump appeared to have operated as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021 the patient was in the clinic and experiencing low flow events associated with low blood pressure. Review of the patient's log files showed pi events on (B)(6) 2021 at 19:01. The patient was admitted to the emergency room, and after a work up was found to have a gastrointestinal bleed. An upper enteroscopy, a red blood cell gastrointestinal bleeding scan, and a small bowel capsule endoscopy were performed. The patient was treated with 12 hours of fluid resuscitation and a blood transfusion. The bleeding was resolved.